Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08690 inches. Insulin pump received with scratched case, pillowing keypad overlay and minor scratched lcd window.(B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The assistant reported via phone call that they were hospitalized due to high blood glucose with blood glucose. The customer¿s blood glucose was 563 mg/dl at the time of incident. The customer stated that they performed the self test and stated that insulin pump was working fine and no insulin pump error. The customer was wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.